Manufacturer narrative:
The device associated with this report was not returned. The provided date code indicates the instrument appears to have been manufactured in 1998 and is 17 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of reamer broke off during hip revision and a piece of the device broke inside the patient and it was retrieved using pituitary instrument. There was 45 minutes delay in the procedure as a result of the difficulties encountered with the device.

Manufacturer narrative:
Examination of the returned instrument confirmed a good portion of the tip broke off. The broken tip was not returned for evaluation. The root cause appears to be attributed to misuse and heavy usage. The date code (B)(4)indicates the instrument was manufactured in (B)(6) 2001 and is over 14 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.